Event description:
It was reported that blocks for (B)(6) were swapped it the wrong boxes. So (B)(6) blocks were used for patient (B)(6). Femur block pinned & cut through. Cuts off and surgeon downsized. Wrong blocks were noticed when tibia block didn't fit. A delay longer than 30 min was reported.

Manufacturer narrative:
The associated legion visionaire guide kit was not returned. Only an empty box was received. Therefore a product analysis could not be performed. However, device details were provided. Our investigation including an engineering evaluation by our visionaire team noted that all alignment parameters were found to be within visionaire standards. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The error might have occured during the packaging process. Therefore a human error/failure to properly observe line clearance during repackaging, lack of cross-identification could have been contributing factors to the reported event. The visionaire team has been made aware of this occurence. Corrective actions are being implemented to mitigate future occurrence. No relevant supporting documentation was provided to perform a thorough medical investigation. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.